Event description:
This complaint is reportable based on analysis completed on (B)(4) 2012. It was reported during an ablation procedure, the physician had difficulty steering with a safire blu duo ablation catheter and exchanged it for another of the same device. He had difficulty steering that device also and exchanged it for another safire blu catheter and completed the procedure. There were no adverse consequences to the patient. Additional information was requested but was not available. Analysis results revealed inner components of the device were exposed.

Manufacturer narrative:
One safire blu bi-directional 7f catheter was received for evaluation. Visual inspection revealed the shaft had wavy appearance. It was also noted that the catheter shaft was damaged closed to strain relief and inner components were intact; however, the outer cover spring body was visible. The damage on the shaft did not affect the catheter functionality. The catheter created and held a curve in each direction; however, the curves did not match the required template. It was also noted that the waviness of the shaft increased during deflection. The catheter failed torque force testing. The wavy shaft is unrelated to the exposed inner components noted. Review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. A quality improvement project has been initiated to address the wavy shaft issues. The root cause classification of the exposed inner components is consistent with operational context as device performance was limited due to anatomical/procedural factors.